Event description:
A healthcare provider (hcp) reported that the implantable neurostimulator (ins) was recently replaced due to the patient having shocks in the pocket. The ins indications for use were gastric stimulation/gastrointestinal/pelvic floor. No further complications were reported/anticipated.